Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 1923 mg/dl when paramedics arrived. Customer stated that she passed out on the floor and paramedics were called. Nothing further was reported.